Manufacturer narrative:
B3: event date is not known. Continuation of d10: product ID rs7230 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient stated that their device was 4 weeks old. Patient said that today they are unable to connect with everything and their devices have been charged. Patient said that the charger for the stimulator would not connect, patient would heat a beep and all of a sudden wit will make a noise. Patient then mentioned that it asked them to put the communicator over the implant and said no device connected. Patient tried to change setting since they still have some pain but it wouldn't come up with stimulation at all. Patient mentioned that they got no assistance since they were implant and no one contacted them after that. Agent had the patient start recharging first since they also mention having difficulty charging. Patient said that ins battery would probably around 60% range since battery drops 10% daily. Patient charged the ins and was routed to recovery mode with 2-2-3. Patient said the last time they charged the ins was 3 days ago, and they have been trying to charge but it always give them a hard time. Patient had great difficulty positioning the recharger as they were able to figure that the ins was on their back side and not directly under the incision. Patient was eventually was able to get it in position with and without the belt. Ins battery was at 50% with good connection. Patient mentioned issue on changing the therapy group as they need to change to group b. Agent assisted patient to connect to mystim app and was able to connect successfully. Patient switch to group b but they are still not feeling any stimulation. Agent recommend to increase the intensity on their comfortable level. Patient said they have been doing that since they need to change it at night. However, patient was still not getting any stimulation. Agent redirected patient to hcp and representative (rep) to address the programming concerns. Agent reviewed in information about patient comment about getting a call daily after their implant.